Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported that during the first three months of implant, the patient uses up the battery faster than expected. There was no further information provided. This pacemaker remains in service. No adverse patient effects reported.